Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).

Event description:
The distal tip of the spiked drill guide broke off and was left in the pt's soft tissue during a hip arthroscopy.